Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of aneurysm, this coil would not detach with an instant detacher. It was reported that the physician replaced a new instant detacher but still coil failed to detach. The physician replaced it with another coil and finished the procedure. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was returned for evaluation and the clinical observation could not be confirmed. Upon examination it was found that the implant coil was detached from the pushwire and missing. Also, the instant detachers, the proximal tip of the pushwire and the proximal end of the pushwire containing the tack weld replacement (twr) crimps were not returned. Without the missing components, any contributing factors from these could not be assessed. The pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). Additionally, the pushwire was found bent at several locations from the proximal end. The shield coil was found stretched. Follow-up was conducted to request return of the missing device segments. Response was received confirming they are not available for return. The cause for the difficulty during detachment of the implant coil with the instant detachers could not be determined. It was not reported if the customer attempted manual detachment of the implant coil. The break on the pushwire is not the recommended break location for a manual detachment attempt (via hypotube) as described in the axium prime coil instructions for use (IFU). It is possible that bends in the pushwire and the stretched coil shield the damages occurred during return to medtronic for evaluation. The customer did not report the damages at the time of the event. All devices are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.